Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report the numbers on the insulin pump are ramping without input. Blood glucose reading at the time was 197 mg/dl. Advised that the insulin pump will be replaced. Advised the customer to revert to back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. The insulin pump had a broken battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip, cracked display window corner and minor scratches on lcd window.